Event description:
Boston scientific received information that this device was programmed to a tachy mode other than monitor and therapy. It was confirmed that this programming was not intentional. As a result, the patient was brought in for an evaluation. The device was programmed to tachy mode monitor and therapy. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.